Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the sjm representative was unable to establish communication between the patient's ipg and multiple external devices. The patient has not charged the ipg for approximately a year. The physician is considering surgical intervention to address the issue; however, the patient wants to attempt using a second charging system prior to surgery.